Manufacturer narrative:
Additional information received: it was confirmed there was no damage noted to the packaging or outer box. It was said when the sterile bag was opened, the back-end wheel came out in a detached state. Product analysis a photo showing the detached back-end wheel components was received from the account. One of the taps has broken from the wheel component. The reported detachment was confirmed through review of the photo received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #704580998: (B)(6) 2021 image of device in all attachments. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic extension was intended to be implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the procedure, after the device was unpacked, it was noted the back-end wheel was coming off. An attempt was made to attach it again but it seemed like it was in a state of breaking and was then deemed defective. A substitute was taken out and used. As per the physician the cause of the event was the back-end wheel was in a state of coming off. No additional clinical sequalae were provided and the patient is fine.